Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, a 26mm sapien 3 valve and commander delivery system were inserted and advanced without any resistance. The sapien 3 valve was deployed uneventfully. While withdrawing the delivery system, the seam at the distal tip of a 14fr. Esheath was split. The delivery system was not able to be retracted into the esheath. The delivery system and sheath were removed together and a dryseal (non-edwards) sheath was inserted. No findings of an aortic dissection were found on digital subtraction angiography (dsa) and the access site was closed. Upon removal of the esheath, a split about 20cm from the distal tip was noted. No vascular injury was reported; therefore, no treatment was required. Information regarding the access vessel minimum luminal diameter (mld) and degree of vessel calcification and tortuosity was not provided. The delivery system and esheath were discarded at the hospital after the procedure and are not available for evaluation. The valve remains implanted in the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The delivery system and esheath were discarded following the procedure and were not available for evaluation. Without the device, visual evaluation, functional testing and dimensional analysis could not be performed. No photographs of the esheath or imagery from the procedure was provided. Lot history review revealed no other complaints related to ¿sheath distal tip ¿ split¿. Complaint history review from (B)(6) 2017 to (B)(6) 2018 revealed other returned complaints for ¿sheath distal tip ¿ split¿ for the esheath introducer set (all sizes). The complaints were confirmed, but no manufacturing non-conformances were found. Three (3) complaints are pending engineering evaluation. DHR review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. During manufacturing, the esheath undergoes multiple 100% manufacturing inspections. After sterilization, product verification inspections are performed on samples from each lot. These inspections support that it is unlikely a manufacturing non-conformance was the source of the complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint for ¿sheath distal tip ¿ split¿ was not able to be confirmed, as the device was not available for evaluation and no procedural imagery and videos were provided. Without the device, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance contributed to the reported events. Furthermore, a review of the manufacturing mitigations supports that it is unlikely that a manufacturing non-conformance was the source of the complaint. It is possible that the delivery system balloon was not completely deflated prior to withdrawing the delivery system into the sheath, causing balloon bunching at the sheath distal tip, resulting in the split. Although a definite root cause for the event cannot be confirmed, procedural factors (balloon not fully deflated during withdrawal attempt) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.